Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient presented in clinic and had the pairing restored on the implantable cardioverter defibrillator. Patient condition was stable.